Event description:
It was reported that during preventive maintenance testing, a pump would power off without user input.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation could not confirm the pump to power off without user input. The pump was received inoperable caused by a failed input/output printed circuit board (I/o pcb). Review of the device history log could not identify any improper shutdown events. The failed I/o pcb was replaced.